Manufacturer narrative:
Unknown abutment screw- item number/lot number not provided. Xrays provided by customer.

Event description:
It was reported that the patient presented in office with a fractured unknown abutment screw. The dentist was unable to retrieve it so the implant was removed using an unknown trephine tool. Tooth location #5. The site was grafted with puros and the patient will be re-evaluated after 3 months.

Manufacturer narrative:
A nanotite certain prevail implant for inspection along with an unknown trephine. A visual inspection of the received products revealed that the implant was lodged inside the trephine and could not be removed. There were general signs of usage around the implant collar and the trephine. Parts of the external threads appeared to be rounded due to the trephine. No additional testing was performed due to the condition of the returned products. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there was one (1) reported complaint for a screw fracture for this product lot. No device lot number for the abutment screw was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The unknown screw was used with an internal connection nanotite tapered certain prevail implant 5/4x13mm (niitp5413). Therefore, it is most likely an internal connection hexed screw. The risk management file for internal connection screws was reviewed. Rm-00057-haz: global restorative hazard analysis includes following probable causes for screw fracture: ¿ torque applied during placement/seating exceeds recommended value. ¿ clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage comparison between the x-ray taken on (B)(6) 2013 and the one taken on (B)(6) 2017 confirmed that the screw had fractured inside the implant at tooth location # 5. The complaint was confirmed, as the screw had fractured inside the implant. A piece of the fractured screw remained stuck in the implant. A singular root cause for this event could not be identified.